Manufacturer narrative:
The device involved in the reported incident is not expected to be received for eval. An investigation has been initiated based upon the reported info.

Event description:
A first year resident inserted the camino catheter into a pt with a very large bleed. Within the first 30 mins from insertion the vtun "clogged". An attempt was made to flush the unit however it was unsuccessful. The catheter was removed and replaced with an external ventricular drain. (Evd) the pt did not incur an injury as a result of this event.